Event description:
The reporter stated that the device had occlusion alarms. There was no patient injury or treatment associated with this event. Upon evaluation is was discovered that the alarm was bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During evaluation, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends. May other parts were replaced indicating the device has been dropped.